Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to a seroma that developed at the ipg site. Follow-up indicated that the incision site has healed and the patient is waiting to activate the device. There have been no reports of further complications regarding this event.